Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A110201 was coded forgetting no signal with the computer. A0708 was coded for able to fix one of the navigation system displays by replacing the external complementary metal-oxide semiconductor (cmos) batteries. A0902 was coded for display worked intermittently for a while, no longer get any signal from any of the graphics ports. A1102 was coded for no signal. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that for the other two navigation systems, when turning on the computer they were getting no signal with the computer. They were running and using the same cable. One of the computers display worked intermittently for a while, but they no longer get any signal from any of the graphics ports, and they cannot even access the "bios" after booting up either computer. The manufacturer representative (rep) thought there may be a loose connection or "bios" issue with the graphics processing unit (gpu). They were able to fix one of the navigation system displays by replacing the external complementary metal-oxide semiconductor (cmos) batteries. There was no patient involvement. It was reported that the computer with the display issue was fixed by replacing the external complementary metal-oxide semiconductor (cmos) batteries.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.